Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and non-penumbra stent retriever. During the procedure, the physician completed the first pass in the target vessel using the velocity and stent retriever. While advancing the stent retriever into the velocity on the second pass, the physician experienced resistance, and the stent retriever became stuck approximately one inch from the hub of the velocity. It was reported that upon resistance, the physician noticed that the proximal end of the velocity was kinked/ fractured. Therefore, the velocity was removed. The procedure was completed using another velocity and the same stent retriever. There was no report of an adverse effect to the patient.